Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event injury nos replace with new event medical device removal. Cluster ID, removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos, adenomyosis, adenomyoma, cervix inflammation and pelvic pain female. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia") and pelvic adhesions ("tubo-ovarian adhesions"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy,da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and pelvic adhesions outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic adhesions and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, cervix, and bilateral fallopian tubes and ovaries inactive endometrium with an endometrial polyp (0.4 cm). Leiomyoma (0.4 cm) . Adenomyosis and an adenomyoma (0.4 cm). Bilateral ovaries with subcortical cystic follicles and a degenerating corpus luteum. Cervix and endocervix with mild chronic inflammation. No carcinoma seen. Extending through the right and left cornu are two tightly coiled metallic devices, consistent with essure implant... Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : dyspareunia, menorrhagia, pelvic adhesions and pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-dec-2020: fu 4 & 5 process together, mr received: event: 'medical device removal' was replaced by 'pelvic pain'. Medical history, reporter information were added. Case become medically confirmed. New event added: menorrhagia, dyspareunia and tuba-ovarian adhesions. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos, adenomyosis, adenomyoma, cervix inflammation and pelvic pain female. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia") and ovarian adhesion ("tubo-ovarian adhesions"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy,da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and ovarian adhesion outcome was unknown. The reporter considered dyspareunia, menorrhagia, ovarian adhesion and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, cervix, and bilateral fallopian tubes and ovaries inactive endometrium with an endometrial polyp (0.4 cm). Leiomyoma (0.4 cm) . Adenomyosis and an adenomyoma (0.4 cm). Bilateral ovaries with subcortical cystic follicles and a degenerating corpus luteum. Cervix and endocervix with mild chronic inflammation. No carcinoma seen. Extending through the right and left cornu are two tightly coiled metallic devices, consistent with essure implant. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : dyspareunia, menorrhagia, pelvic adhesions and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event "tubo-ovarian adhesions" was recoded to the meddra llt: tubo-ovarian adhesion. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.